Event description:
Info received indicates the hi/low is drifting down slowly.

Manufacturer narrative:
The tech found the hi/low drive brake spring had grease on it. He cleaned the brake spring to repair the bed.